Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was "unconscious"; bg level was not provided. Cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous saline and was discharged 3 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.